Event description:
It was reported to boston scientific corp that a uromax ultra balloon dilatation catheter was used during a ureteral stricture procedure. According to the complainant, during the procedure, the physician began inflating the balloon inside the pt using the inflation device and controlling the manometer. The balloon would not inflate. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the pt following the event was reported as "stable". F/u with the physician revealed that the balloon burst after being filled with 3 cc saline solution. No fragments detached inside the pt.

Manufacturer narrative:
(B)(4).